Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 7.5 mg for a total dose of 0.37974 mg/day and bupivacaine 20 mg for a total dose of 1.01264 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2020 the patient reported pump pocket pain/pain at pump pocket. A prescription for lidocaine 5% ointment was prescribed and the patient would be observed for the next few months. The outcome of the event was noted as ongoing. The clinical diagnosis was pain at pump pocket. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient was in for a pump refill and the patient still had pain at the pump site and examination revealed redden area near pump site. The patient was examined and was going to be monitored. There was no concerns at this time. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 examination revealed redness over the lateral edge of the pump pocket. There was no dehiscence of the incision. The patient was administered bactroban and hibiclens. No further complications were reported.

Event description:
Additional information received from a healthcare provider via a clinical study reported on (B)(6) 2020, the patient was in for pump refill and had skin breakdown on the right buttock around the pump area. The hcp was going to get the pa for pump movement to left flank. Cultures were taken on (B)(6) 2020 and there was no growth. There was no signs of infection noted. The pump was removed from the right pocket which was not healing. The pump sided catheter was also replaced. The pump was moved to the left flank and the issue resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.